Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump has multiple errors. The customer's blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer states that the buttons do not always work, have to be pushed more than once. Customer stated that the insulin pump shows battery was low even though new batteries had been put in. The device will not be returned for analysis.